Event description:
It was reported that the pt's catheter was occluded and subsequently removed and replaced. The pt experienced a continuation of symptoms, with "even worse" spasms, following the surgery. A contracted consultant for the medical mgmt program, indicated that a potential pt adverse event had occurred. It was later reported that the most recently implanted catheter had "slipped between two membranes." No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).